Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device using a small-bore sheath after an atherectomy procedure. Reportedly, the foot was opened, and the device was retracted to confirm vessel apposition. The foot was then attempted to be re-closed, as the physician routinely does, in order to position the device to the proper depth/ placement. However, the foot could not be closed, and the device was stuck. Surgical cutdown was performed to remove the device and to achieve hemostasis. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation was unable to determine the cause of the reported issue. In this case, it appears the foot may have captured tissue during closure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.